Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat a low blood glucose level of 63 mg/dl; cause was unknown. Reportedly, customer also experienced a seizure which resulted in some bruising. Recommendation was made for customer to discuss event with a healthcare provider.